Event description:
Allegedly component is broken and patient is at full growth potential.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.

Manufacturer narrative:
This is a reportable malfunction. To date, no revision surgery has not taken place. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.